Event description:
Caller reported that the touchscreen of their pump was cracked or shattered, rendering the device's screen illegible and unusable. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.